Manufacturer narrative:
Manufacture date now provided.

Event description:
A medtronic representative reported that during a tumor resection procedure, the surgeon was able to retrieve a tumor sample, however, the tumor was found to be very vascular causing the patient to bleed out and die. The medtronic representative reported that there was no alleged deficiency and/or inaccuracy of the medtronic navigation system. The surgeon was pleased with patient registration and was accurate throughout the surgery. The surgeon completed the procedure with the use of the navigation system. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized a medtronic navigation system. There is no allegation to suggest that the medtronic navigation device caused or contributed to the reported event.

Manufacturer narrative:
Correction: on (B)(4) 2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
Patient weight not available from the site. Device manufacturing date was unavailable at this time. The hardware and software passed the system checkout. The system performed as intended and the reported event could not be duplicated by medtronic personnel. As reported by the surgeon, there was no malfunction of the device. The patient died as a result of the surgery which was unrelated to the use of the device. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealth inav portable system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.